Manufacturer narrative:
The device was returned to the manufacturer and the evaluation could not duplicate the comment of the device having heating issues. Repairs were performed on the device and it was returned to the customer .

Event description:
It was reported that the saw was having heating issues. Another device was used to complete the procedure. There were no adverse consequences related to this event.